Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: during investigation, the pump was powered on and revealed a dim display with discolored text. Unrelated to the display issue, a visual inspection of the pump revealed a cracked battery compartment. The keypad cover was found to be intact; no damage or peeling was observed. Unrelated to the display issue, all of the keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.